Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.:device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal end of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issue with the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands that could have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or other damage along the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified blood vessel. A 3.0-2/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for several seconds, leakage of contrast media was observed from the balloon part and the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified blood vessel. A 3.0-2/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for several seconds, leakage of contrast media was observed from the balloon part and the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.